Event description:
It was reported that the patient had a septic infection. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that an infection occurred. The system was explanted and replaced. No further patient complications have been reported as a result of this event. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.